Event description:
It was reported that the device's power equipment malfunctions. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair. The bench technician evaluated the device and did not confirm the reported problem. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device was sent to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's power equipment malfunctions. There was reportedly no patient involvement.